Event description:
Additional information was received that this crt-d and rv lead were explanted and replaced due to oversensing and pacing inhibition with less than 2 seconds of asystole. Additional information from the field representative was received that the lead was cut during extraction and the device was explanted due to upgrade. The lead was partially abandoned. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited inappropriate shock due to noise which lead to pacing inhibition of greater than 2 seconds asystole. Additional information was received from the field representative that the cause was not determined and the lead will be explanted. At this time, the device and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.